Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Seven lots were found to have been delivered in this time period. Out of the seven lots, lot 19bu02006 had an nc (¿exceeded bubble point scrap rate of 4.0 %¿). It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer and the serious adverse events of hypersensitivity, allergic reaction and thrombocytopenia. The definitive etiology of events is unknown; therefore, causality cannot be firmly established. However, given the patient¿s thrombocytopenia while utilizing the optiflux 180nre, and the corresponding increase in platelet count after discontinuing its use; a probable causal or contributory role cannot be excluded. Based on the information available, the optiflux 180nre dialyzer cannot be disassociated from the event(s). While uncommon, hypersensitivity reactions are known to occur with use of optiflux dialyzers. Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse report that a hemodialysis patient was dialyzing with revaclear but switched to optiflux f180 nr. Since the switch to optiflux f180nr, the patient¿s platelet count has dropped. The patient medical doctor would like to switch to a cellulose dialyzer. Upon follow up, the outpatient clinic manager (cm) stated the patient¿s platelet count dropped (results not provided) when they switched from the baxter revaclear dialyzer, to the optiflux 180nre dialyzer. After noting the patient¿s thrombocytopenia, the patient was switched to a cellulose dialyzer manufactured by nipro. In response, the patient¿s platelet count increased from 99 to 134 (unit of measure unknown) and the patient is continuing to undergo hd therapy without further issue.